Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use an endeavor resolute device. There were no difficulties noted when removing the protective sheath. There were no issues noted post removal of the protective sheath. The device was inspected before use with no issues noted. The target lesion in the mid rca had moderate tortuosity and no calcification. Lesion was not pre-dilated. There was no resistance noted advancing the device to the lesion. Excessive force was not used during delivery. It was reported that when the physician was delivering the stent at the lesion, the stent dislodged from the balloon and remained in the artery. The stent dislodged before reaching the lesion. The physician used another stent to treat the lesion and crushed the dislodged stent at the artery wall. No further patient complications were reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.